Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were bunched proximally. The undamaged was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the left circumflex artery. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.